Manufacturer narrative:
(B)(4). Approximate age of device: 10 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient had developed right heart failure post-operatively; therefore, the lvad set speed was 8400rpm. The patient also developed end-stage renal failure post-operatively and required hemodialysis. It was reported that on approximately (B)(6) 2016 the patient experienced an embolic cerebrovascular accident (cva). The patient reportedly had an elevated lactate dehydrogenase value and unspecified symptoms of hemolysis and device thrombosis at the time. The patient was taking aspirin and coumadin and their inr was 2.7 with a target range of 2.0-2.5. The patient's condition continued to deteriorate post-cva. The family requested the patient be placed on do-not-resuscitate status. Dialysis was withheld and the patient expired 3 days later. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected pump thrombosis. However, a correlation between the device and the observed thrombus could not be conclusively determined. Examination of the pump¿s blood contacting surfaces revealed soft, loose depositions extending through the inflow conduit, pump body, outflow elbow, and outflow graft. The depositions were red and yellow in color, lacked lamination, and lacked denaturing. The observed depositions may have formed due to an interruption in flow or a low flow event; however, a specific cause for the low flow could not be conclusively be determined. The observed depositions may have potentially contributed to the reported hemolysis symptoms. The depositions found in the pump were sent to an outside laboratory for histopathological analysis. The results indicated that the depositions were fibrin clots and suggested an age of greater than five days. The presence of neutrophils suggested an active inflammatory process, but there was no evidence of infection. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended during the testing. Device thrombosis, hemolysis, stroke, right heart failure, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system.